Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for mother via phone call for high blood glucose. Blood glucose at the time of incident was over 400 mg/dl. Current blood glucose was 397 mg/dl. The customer reported that blood glucose was kept climbing all night long, gave insulin injections and did not bolus with the pump. Customer suspect issue with the insulin pump setting. Customer decline troubleshooting. The insulin pump will not be returned for analysis.